Manufacturer narrative:
Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 21-may-2017, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-may-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient who was receiving 300mcg/ml baclofen at an unknown dose, 15mg/ml morphine at 0.042mg/hr, 5mg/ml bupivacaine at an unknown dose, and 5mcg/ml prialt at an unknown dose via an implantable infusion pump for an unknown indication for use. It was reported that the pump was leaking. I t was reported that a leak was noted at the connection site. Specifically, the spinal segment to the connector pin of the pump segment. 0.7cm was trimmed off the spinal segment. The patient had fluid build-up around the pump and has increased pain symptoms. The patient had a x-ray and a catheter revision was done. The issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.